Manufacturer narrative:
The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert02) in an arctic sun device. Flow rate (fr) was 0.6lm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 32 percentage. Had nurse check for kinks, twists, compression of the tubing. None found. Disconnected and reconnected pad using proper technique. No improvement, flow rate was 0.5lpm. Explained the heater might not be able to work with flow this low. Suggested replacing the pad.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert 02) in an arctic sun device. Flow rate (fr) was 0.6lm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 32 percentage. Had nurse check for kinks, twists, compression of the tubing. None found. Disconnected and reconnected pad using proper technique. No improvement, flow rate was 0.5lpm. Explained the heater might not be able to work with flow this low. Suggested replacing the pad. Per follow up information received via task on 11aug2025, they did not recall the reported event.